Event description:
During implant, it was not possible to withdraw the stylet from the left ventricular (lv) lead. The physician suspected a lv lead malfunction. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet withdrawal difficulty was confirmed. As received, a complete lead was returned in two pieces with a stylet found lodged inside both pieces. Visual inspection revealed the ptfe coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the proximal region, consistent with procedural damage. The cause of the reported event was isolated to the bunching of the stripped ptfe stylet coating inside the inner coil at the connector region, consistent with procedural damage.